Event description:
It was reported that the implanted with this artificial urinary sphincter experienced urinary incontinence, leading to a surgical intervention. During the procedure, it was noted that the patient had developed urethral atrophy. The entire aus was removed and replaced. The patient outcome following the surgery was reported as good.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.